Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: part # 157448 / m2a-magnum mod hd / lot # 062990 part # 11-103203 / taperloc stem/ lot # 964240 part # 139260/ m2a-magnum 42-50m tpr / lot # 674130

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: 2007. Concomitant medical devices: part # unknown / unknown head/ lot # unknown; part #unknown / unknown liner/ lot # unknown; part #unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -00842.

Event description:
It was reported the patient underwent a bilateral hip replacement approximately 14 years ago. Subsequently, the patient is alleging toxic metallosis and rash. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.